Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the lung¿s lobe on a laparoscopic lobectomy, the device could not be fired after being fired halfway. Another manufacturer¿s device was used to complete the case. There was no patient injury.